Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to investigate reason for intervention. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, this bioprosthetic mitral valve in tricuspid position, implanted eight (8) years, four (4) months, required valve-in-valve intervention. The reason for re-operation is unknown. There is no indication that interventional procedure resulted in any adverse patient effects. Should new information be obtained, a supplemental MDR will be submitted.